Manufacturer narrative:
(B)(4). Customer provided cuvette lot # h1jlr123. Method: (instrument), (cuvette: single-use disposable). Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports act-lr results higher than expected with hemochron elite microcoagulation system. During a cardiac catheterization lab procedure, customer reported running two samples side by side on two different hemochron elite instruments. Act-lr test generated result of 400 seconds and on other instrument generated 186 seconds. Customer also reported act-lr test generated out of range high error message and other instrument generated 200 seconds. Target time is unk. No adverse event (s) reported.